Event description:
A malfunction alarm was reported with a non-resettable error code displayed on the pump. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating it was within a normal range. Customer planned to use multiple daily injections as a backup therapy while cts arranged for a replacement pump to be shipped. The customer was instructed on returning the faulty pump to tandem using a prepaid label and acknowledged understanding the process.